Event description:
It was reported that the customer was hospitalized three or four times for diabetic ketoacidosis and high blood glucose levels. The customer stated that she was only using her insulin pump during one of the instances she was hospitalized. The customer stated her insulin pump had a blank display and was shutting off. Standard troubleshooting was unable to be performed because the insulin pump was stolen. The product is not returning. Nothing further was reported.

Manufacturer narrative:
See medwatch 3004209178-2014-82498 for additional information about the customer's hospitalization. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.